Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and stated that he checked the iabp's fault/error logs and there were no error message listed in the logs. The fse also stated that he observed the system and could not reproduce the reported error. The iabp passed all functional and safety tests per factory specifications, was returned to customer and cleared for clinical use with all tests passed.

Event description:
Customer stated they had a maintenance required code #9 and also a.p. Optical sensing module failure error messages. No patient involvement or adverse event was reported.